Manufacturer narrative:
Additional information received from the initial reporter on 17 may 2016 and includes: the revision surgery was undertaken on (B)(6) 2016 to remove all components from the patient's right hip. This surgery was completed successfully . Additional information received from the initial reporter on 28 may 2016 and includes: the pathology results and the following microorganisms were found: - staphylococcus haemolyticus (scanty growth); - staphylococcus epidermidis (scanty growth); - staphylococcus lugdunesis (scanty growth); - gram negative bacillus (scanty growth). Batch reviews performed on 06 june 2016. (B)(4). On 09 june 2016 the r&d project manager performed a preliminary investigation based on the available image and commented as follows: observing the femoral stem no particular signs can be noted. Both blood and bone can be seen on the anterior surface of the stem, mainly in the distal portion. The ha on the anterior surface of the stem seems to be present in the proximal part. With the information we have till now, it is not possible to determine the root cause of the event. Not available.

Event description:
Revision planned due to infection.

Manufacturer narrative:
On 01 august 2016 it was prepared a final report with the information already submitted in the initial report. On 12 august 2016 the report was sent to the initial reporter and the case was closed.